Event description:
Revision surgery performed on (B)(6) 2025, due to infection. The following reverse components previously implanted was removed and replaced by cta hemi-arthroplasty: smr reverse humeral body (part code 1352.15.010, lot number 1600868, sterilization (B)(4). Smr reverse liner +6 mm (part code 1360.50.820, lot number 15at1sq, sterilization (B)(4). Smr glenoid peg tt small-r #m (part code 1375.14.652, lot number 1518555, sterilization (B)(4). Smr glenoid baseplate small-r (part code 1375.15.605, lot number 1517810, sterilization (B)(4). Smr glenosphere ø36mm small-r (part code 1376.09.025, lot number 1604615, sterilization (B)(4). Previous surgery took place on (B)(6) 2016. The patient is a female, date of birth (B)(6) 1947. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing and sterilization chart of the components involved in the event, no pre-existing anomaly has been discovered in the items belonging to the same lot numbers and the removed devices. We will submit the final MDR as soon as the investigation is complete.